Event description:
The following additional information was provided by the surgeon. The iris injury was characterized as trivial/inconsequential and required no intervention. There was no postoperative bleeding, no loss of best corrected visual acuity, and no adverse impact to the patient. The approximate size of the cyclodialysis cleft was 1/2 clock hour. The event did not require management and actually worked to the patient''s advantage (iop decreased by 8-10 mmhg) with no hypotony. The patient''s most recent iop was 14 mmhg on (B)(6) 2015; preoperative iop was 24 mmhg. Postoperatively the patient has excellent vision and prognosis and is on no glaucoma medication.

Manufacturer narrative:
The device was discarded by the facility and is not available for evaluation. The device history records were reviewed and there were no findings related to the reported event. Cyclodialysis cleft is listed in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4). Submitted to FDA on 12/01/2015.

Event description:
The surgeon reported that no istent was implanted in the patient due to compromised visibility and surgical technique/experience. During attempted implantation, a cyclodialysis cleft was inadvertently created. Additional information has been requested.